Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed button error. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump alarmed button error after possible exposure to moisture. Button error troubleshooting was performed and confirmed that time is not advancing. Customer also reported crack on the insulin pump casing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Insulin pump was received with no button response at act button due to unlocked connector on lcd board. No button error alarm and frozen screen noted during testing. No time clock anomaly noted. Insulin pump was received with cracked battery tube thread noted. No moisture damage on electronics and motor assembly noted.